Manufacturer narrative:
Batch review performed on 14 february 2023: lot 2113523: (B)(4) items manufactured and released on 14-feb-2022. Expiration date: 2027-01-27. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting pain due to a malpositioned baseplate and the cause of the malpositioned baseplate is unknown. At about 8 months from primary surgery, the surgeon revised the baseplate, glenosphere and liner. The surgery was completed successfully.